Manufacturer narrative:
The insulin pump had no button keypad response due to flattened act keypad dome. No button error alarm. The insulin pump had minor scratches on lcd window, cracked case near display window corner, broken belt clip slot, and cracked reservoir tube lip. The insulin pump was unable to perform the displacement test due to keypad anomaly.

Event description:
It was reported that customer received a button error alarm. Customer had dropped insulin pump prior to alarm. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.